Event description:
It was reported to philips that the tempus ls failed to pace during preventive maintenance with message "hardware failure message". A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.